Manufacturer narrative:
H.6 investigation summary : this complaint is for misidentification of escherichia coli as citrobacter farmeri, vibrio cholerae and proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3311828. The customer did not return panels but provided phoenix generated lab reports, binary files and isolates for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli sq-1, proteus mirabilis sq-2, e. Coli sq-3, e. Coli sq-5 and e. Coli sq-6. The bruker maldi does not ID customer returned isolate v. Cholerae sq-4 but was still used in investigation testing. The lab reports show misidentifications when using the complaint batch. To investigate, two retention panels from the complaint batch were tested using customer returned isolates e. Coli sq-1, p. Mirabilis sq-2, e. Coli sq-3, v. Cholerae sq-4 e. Coli sq-5 and e. Coli sq-6 on a phoenix m50 machine and evaluated for identification results. Also, one control panel each from the same material but different batch were inoculated with customer returned isolates e. Coli sq-1, p. Mirabilis sq-2, e. Coli sq-3, v. Cholerae sq-4 e. Coli sq-5 and e. Coli sq-6 to observe for misidentification. The eighteen panels tested identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three additional complaints on batch 3311828, related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a stool sample of vibrio cholerae was misidentified as citrobacter farmeri. There was no report of patient impact. Report 1 of 3.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a stool sample of vibrio cholerae was misidentified as citrobacter farmeri. There was no report of patient impact. Report 1 of 3.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.